Event description:
It was reported that inappropriate shocks, noise and intermittent sensing were observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.